Event description:
On (B)(6) 2013 the reporter contacted lifescan (lfs) in (B)(4) alleging the meter was displaying a battery indicator. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the customer care advocate (cca). There was no indication that the lfs product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (05/07/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter failed testing. The meter was observed to have a high sleep mode current due to defective d5 and capacitor c85. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.